Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7070985.

Event description:
It was reported via social media that the patient was experiencing pain. The patients leads were pulled and was given morphine due to pain. It was also reported that after the leads were pulled the patients back had welts accrossed it. No further information could be obtained.